Manufacturer narrative:
Event summary: the patient data files showed at least twelve injections were performed with catheter 2af284/13451-09 on the date of the event. No system messages were recorded. The reported clinical issue cannot be confirmed through data analysis. Product 2af284/13451-09 has not been returned for investigation. Phrenic nerve injury encountered during the procedure. No product malfunction reported. In conclusion, this is a clinical issue encountered during the case. Product 2af284/13451-09 was not returned. Clinical issues (phrenic nerve injury) were encountered during the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred which resolved prior to the patient leaving the catheterization laboratory. The procedure was completed with cryo. The pnp was determined to be a transient symptom. The patient was discharged on the normal schedule and no symptoms were present at the time of discharge. Two weeks after discharge, the patient visited the facility with a complaint of subjective symptoms of shortness of breath during exertion. X-ray photo revealed that right diaphragm was higher than normal condition and the patient was diagnosed as having phrenic nerve paralysis. The patient is currently receiving postoperative checkups and the symptoms of the pnp remain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.